Event description:
Philips received a complaint about the v60 indicating that a 110d proximal pressure sensor range error occurred. It was reported that there was no patient involvement at the time the issue was discovered, and there was no delay in therapy reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed a 110d proximal pressure sensor range error in the event log, but the error could not be duplicated. After checking, cleaning, and running the device, the pse verified that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).